Event description:
The patient reported that she did not feel well in (B)(6) 2015. The healthcare provider (hcp) did not believe her and made her wait until pus was coming out of her head and blood from her neck. They did an emergency surgery to remove all hardware due to a staph infection. The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.